Event description:
Patient reported the aligners cause them to have crown work, receding gums, bone loss, periodontal disease and gum grafting surgery. This is a contraindicated patient for veneers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.